Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails. Insulin pump passed displacement test and self test. No failed battery test alerts noted when inserting a new battery. Insulin pump error alarm during testing. However, insulin pump received with unexpected battery power loss shown in power graph for different periods of time and had high sleep and active currents, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and insulin pump error alarm. Customer stated that the insulin pump had battery failed alarm and low battery alarm. Customer able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.